Event description:
It was reported that the pump touch screen was missing pixels, which resulted in most of the pump's display becoming unreadable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on how to put the current pump into storage mode before returning it. The customer was able to continue using the existing pump temporarily as backup therapy.